Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source experienced an e102 error, the lamp was replaced but the issue kept happening. The error occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.